Manufacturer narrative:
Microscopic examination and tactile inspection revealed kinks at 6cm and 12.2cm from the tip of the device. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID met specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was pulled out of the collar and attached to the distal shaft. Functional testing could not be performed due to the separation of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. The target lesion was located n a severely calcified vessel. This guidezilla was used as backup for a micro catheter. A guidezilla extension catheter was inserted, while the unspecified micro catheter was advancing, resistance was encountered at the port section. The physician continued to use the guidezilla and balloon catheter and a stent was implanted in the lesion without issue. After stent was deployed, the guidezilla was removed from the patient and was noticed that the port section of guidezilla had kinked severely. The guidezilla separated completely; which occurred after the device was removed from the patient. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft broke. The target lesion was located n a severely calcified vessel. This guidezilla was used as backup for a micro catheter. A guidezilla extension catheter was inserted, while the unspecified micro catheter was advancing, resistance was encountered at the port section. The physician continued to use the guidezilla and balloon catheter and a stent was implanted in the lesion without issue. After stent was deployed, the guidezilla was removed from the patient and was noticed that the port section of guidezilla had kinked severely. The guidezilla separated completely; which occurred after the device was removed from the patient. No patient complications were reported and the patient status was good.